Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn, but did not come off. The coating for electric insulation of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. As a result of evaluation, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a liver resection, three devices were used. At the early stage from the beginning of the procedure, the tissue pads of two devices came off. The intended procedure was completed with the third device. There was no patient injury reported. This is the first one of two reports.